Manufacturer narrative:
Catheter.

Event description:
The physician reported backward migration and catheter shearing difficulties that seemed to have increased in the past year. Additional information has been requested, a follow-up report will be sent if additional information becomes available.